Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
On (B)(6) 2021 patient presented to ER regarding skin breakdown over the surgical site after rns implant. The patient was hospitalized and started on IV antibiotics cefepime and vanomycin. On (B)(6) 2021 patient underwent a wound washout. The patient was discharged on (B)(6) 2021 with vancomycin and ceftriaxone until (B)(6) 2021.

Manufacturer narrative:
(B)(4). The rns system was explanted and not returned for investigation.

Event description:
Original report : on (B)(6) 2021 patient presented to ER regarding skin breakdown over the surgical site after rns implant. The patient was hospitalized and started on IV antibiotics cefepime and vanomycin. On (B)(6) 2021 patient underwent a wound washout. The patient was discharged on (B)(6) 2021 with vancomycin and ceftriaxone until (B)(6) 2021. Updated information: patient had a rns system explanted on (B)(6) 2021.